Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide-bundle of the video cable section was broken, and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the investigation results, the most probable cause of the light dimming or excessive dimming was a broken light guide bundle in the video cable section, resulting in reduced or significantly reduced light transmission. Additionally, the most probable cause of the loose connection malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dim light or was excessively dim and that it had a loose connection. This issue occurred during setup/inspection for use ( before the patient was in the room). There was no patient involvement.